Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The present holding sleeve was, as far as possible, analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The holding sleeve was manufactured in january 2012. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No breakage is visible. At the holding sleeve one prong is bent inward. Afterwards it is impossible to determine when or how these devices were damaged. It is possible that they were exposed to too much lateral stress during use.

Event description:
This is 3 of 3 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: it is reported that during an anterior cervical disc fusion on (B)(6) 2013, when the surgeon was placing the plate which requires fixation pins, he discovered that the holding sleeve was broken. He decided to place the plate without the holding sleeve. Next, surgeon attempted to insert the screws into the relevant holes using the drill screw guide, but surgeon discovered that this was also broken. With this being broken, surgeon could not safely direct the screws into the vertebral body in a controlled manner. Surgeon placed screws anyway. Surgeon was unhappy with the placement of one screw, although, he was able to complete the procedure without further complications. Surgery was prolonged for about 30 minutes. No patient injury was reported. This is 3 of 3 reports for this event.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. No irregularities were found during the device history record review.